Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a force sensor test fail. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information: there was no report that the product issue caused or contributed to patient or clinical injury. The outcome of the event is unknown.

Manufacturer narrative:
Other, other text: additional information provided in b5, h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was cracked. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The plunger head mount was not working. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger head mount., corrected data: d1

Event description:
Additional information: there was no report that the product issue caused or contributed to patient or clinical injury. The outcome of the event is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was cracked. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The plunger head mount was not working. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger head mount. Corrected data: d1.